Manufacturer narrative:
Additional information was received that the cec agreed that a cva ¿ major, ipsilateral, ischemic/embolic occurred on (B)(6) 2013 and was procedure and device-related. Additional details were received from the clinical events committee (cec) meeting minutes: per procedure note, following post-dilatation, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ the angioguard rx ecgw was retrieved with debris found in the filter. In 15 minutes following completion of the procedure, the patient developed expressive aphasia and some arm weakness. It was indicated that her hemodynamics were stable with neosynephrine. After the event, the nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. Per progress note the next day after the event, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Assessment: peri-procedural tia. Plan: to wean neosynephrine and to discharge the patient the day after the event. Two days after the procedure and event, the nih stroke scale score was 1 due to minor facial paralysis, and the rankin stroke scale score was 1. The site reported an event of tia on the procedure date with duration of deficits greater than 24 hours. The patient was discharged on two days after the event and procedure on asa and clopidogrel. On (B)(6) 2013 at 30 day follow-up visit the nih stroke scale score was 0 and the rankin stroke scale score was 0. Additional medications given to the patient intra and post procedure are as follows: neosynephrine and atropine. Based on the additional information reported, the patient codes have been updated. The code of tia has been removed and the following codes were added: (B)(4). The device remains implanted in the patient; therefore it was not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013 and 1016427-2014-00074.

Event description:
As reported by the (B)(4) study, a patient suffered from the onset of aphasia and other symptoms, which was diagnosed as a transient ischemic attack (tia), sometime after a procedure in which the patient had an 8x30mm precise pro rx stent implanted. It is currently unknown if treatment was provided or if the deficits resolved. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. The angioguard was then retrieved and found to have debris in the basket. There was no documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Sometime after the procedure, the patient suffered from aphasia and other symptoms, which was diagnosed as a tia. It is currently unknown if treatment was provided or if the deficits were resolved.

Manufacturer narrative:
Additional information was received that the patient was discharged two days after the procedure with an nih score of 1 and a rankin score of 0. During the 30-day follow-up, the patient had an nih and rankin score of 0. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Additional information is pending and will be submitted 30 days upon receipt.

Manufacturer narrative:
This is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500.complaint conclusion:as reported by the sapphire study, a (B)(6) female with a medical history of hyperlipidemia, myocardial infarction, coronary artery disease, coronary percutaneous revascularization, hypertension, congestive heart failure, diabetes mellitus, copd, and history of smoking was enrolled in the study. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. Per procedure note, following post-dilatation, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ it was provided that two cordis aviator plus balloons were used for post-dilation a 4mm x 20mm balloon and a 6mm x 20mm balloon. It is unknown which balloon was used when the hypotension and bradycardia occurred. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Fifteen minutes after the procedure, the patient suffered from aphasia, right arm weakness, and facial droop, which was diagnosed as a tia (post-adjudicated as a cerebrovascular accident). It was indicated that her hemodynamics were stable with neosynephrine. No treatment was provided to the patient. The nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. A CT/MRI of the head was not done. The next day, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Two days after the procedure, the patient was discharged in stable condition with an nih score of 1 and a rankin score of 0. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ the nih score of 1 was reflecting the residual deficit of the facial droop. During the 30-day follow-up, the patient had an nih and rankin score of 0. Per the physician, the patient has currently fully recovered. The device is implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15688440 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Additional information was received by the contact that the patient began to experience the symptoms of the tia 15 minutes after the procedure. The patient was also exhibiting right arm weakness and facial droop along with the aphasia. No treatment was provided to the patient. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ a CT/MRI of the head was no done. At discharge, the nih score of 1 was reflecting the patient¿s facial droop. Per the physician, the patient has currently fully recovered. Complaint conclusion updated to include the information provided by the contact: as reported by the sapphire study, a patient suffered from the onset of aphasia, right arm weakness and facial droop fifteen minutes after a procedure in which the patient had an 8x30mm precise pro rx stent implanted. The patient was diagnosed with a transient ischemic attack (tia). No treatment was provided, and the patient was discharged two days after the procedure with a residual deficit of facial droop. The patient is currently fully recovered. The patient was a (B)(6) female with a medical history of hyperlipidemia, myocardial infarction, coronary artery disease, coronary percutaneous revascularization, hypertension, congestive heart failure, diabetes mellitus, copd, and history of smoking. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Fifteen minutes after the procedure, the patient suffered from aphasia, right arm weakness, and facial droop, which was diagnosed as a tia. No treatment was provided to the patient. A CT/MRI of the head was not done. Two days after the procedure, the patient was discharged in stable condition with an nih score of 1 and a rankin score of 0. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ the nih score of 1 was reflecting the residual deficit of the facial droop. During the 30-day follow-up, the patient had an nih and rankin score of 0. Per the physician, the patient has currently fully recovered. The device is implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15688440 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Many people experience confusion, weakness, and lethargy. If the loss of blood supply is in an area supplied by the middle cerebral artery, a classic sign may include weakness or paralysis and numbness of one side of the body. The whole side may be affected, or just one limb. Often there is a facial droop. If the tia is on the left side of the body, where the speech centers are usually located, there may be difficulty understanding words or speaking. Partial vision loss may also be part of the constellation of symptoms. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire study, a patient suffered from the onset of aphasia and other symptoms, which was diagnosed as a transient ischemic attack (tia), sometime after a procedure in which the patient had an 8x30mm precise pro rx stent implanted. It is currently unknown if treatment was provided or if the deficits resolved. The patient was a (B)(6)female with a medical history of hyperlipidemia, myocardial infarction, coronary artery disease, coronary percutaneous revascularization, hypertension, congestive heart failure, diabetes mellitus, and copd. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Sometime after the procedure, the patient suffered from aphasia and other symptoms, which was diagnosed as a tia. It is currently unknown if treatment was provided or if the deficits were resolved. The patient was discharged two days after the procedure with an nih score of 1 and a rankin score of 0. During the 30-day follow-up, the patient had an nih and rankin score of 0. The device is implanted in the patient; therefore it was not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15688440 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. Other symptoms commonly associated with a tia include hypotension, bradycardia, and hemiparesis. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 6mm angioguard rx, catalog number 701814rmc, lot number 70913451.

Manufacturer narrative:
The device remains implanted in the patient; therefore it was not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Additional information was provided that there were two aviator balloons used for post-dilation. Additional concomitant devices: 4mm x 20mm (catalog #: 424-4020w), and 6mm x 20mm (catalog #: 424-6020w) this is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500.